Event description:
Customer reported receiving a button error alarm on the insulin pump when attempting to bolus. Customer stated that she wears the insulin pump in her sports bra and she gets very sweaty. Customer stated that they had to push the buttons multiple times to get a respond. Customer's blood glucose reading at the time of the call was 117 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No moisture damage was found on the electronic or motor assembly, and all buttons responded properly. However, moisture damage was found on the keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, a cracked reservoir tube lip, a cracked lcd display window, and minor scratches on the display window.